Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) broke in the muscle, which might cause serious consequences [injury associated with device] when used by the patient, the needle broke in the muscle, which might cause serious consequences [needle issue] case description: this serious spontaneous regulatory authority case received via national medical products administration from china was reported by a health care professional nos as "broke in the muscle, which might cause serious consequences(needle injury)" beginning on (B)(6) 2023, "when used by the patient, the needle broke in the muscle, which might cause serious consequences(needle broken)" beginning on (B)(6) 2023, and concerned a 58 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2023 for "device therapy". Patient's height, weight and body mass index not reported. Dosage regimens: novofine 32g 6 mm: (B)(6) 2023 to not reported; medical history was not provided. Concomitant products included - insulin. On (B)(6) 2023 the patient's needle broke in the muscle, which might cause serious consequences. It was reported that patient went to the hospital to prescribe sterile injection needles for insulin injection. Due to the need for timely insulin injection, the patient performed the injection at the hospital, and the needle broke during use. Medical staff promptly treated the patient's wound. Cause analysis: could not be determined, handling reason, product reason (including package insert, etc.) Cause analysis description: caused by product quality issue or improper handling. Batch numbers: novofine 32g 6 mm: 21d01y. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "broke in the muscle, which might cause serious consequences(needle injury)" was not reported. The outcome for the event "when used by the patient, the needle broke in the muscle, which might cause serious consequences(needle broken)" was not reported. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), chn.

Event description:
Case description: investigational result: novofine 32g etw tip 0.23/0.25*6mm, batch number: 21d01y. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission following information added: -investigational result updated. -imdrf codes updated. -narrative updated accordingly. Final manufacturer's comment: 04-dec-2023: the suspected device novofine 32 g, 6mm has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of event, the reported injection site injury could be attributed incorrect product handling. H3 continued: evaluation summary novofine 32g etw tip 0.23/0.25*6mm, batch number: 21d01y the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.